Event description:
Complainant alleged that the staff of the medical telemetry department was attempting to cardiovert a female pt (age unkown), but the ECG was not visible on the device screen. The staff was able to obtain another device. There was no adverse effect on the pt.